Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed battery low alert on the insertable cardiac monitor (icm). No changes or interventions were performed; the device will continue to be monitored. The patient was stable.